Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation es station - failed drawer. The field service engineer inspected the device and found no hardware failures and performed functional testing in medstation application with success. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawer. The customer reported that issue occurred when dispensing medications. There were no adverse events or injuries reported based on this event.